Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and there was no sensing. The lead was repositioned multiple times, but the atrial wall could not hold the lead. The superior vena cava (svc) is occluded, hence, unable to replace the lead. Furthermore, the physician found an acceptable position. The patient was then treated with intravenous antibiotic. To date, the lead remains in service. No additional adverse patient effects were reported.